Event description:
Failed linv for flow drift test a ventilator was returned to the manufacturer for a vent service required message on a trilogy 202 device. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the obm board at the manufacturer's product investigation lab, a low o2 flow, low o2 test results from o2 sensor and drift were identified during device testing. The obm sensor appears to be contaminated / clogged from normal usage. The device was cleaned and the device's obm board was replaced to address the issue.